Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and assisted the caller with the process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.